Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history records revealed no irregularities during the manufacture of reported lot number 5148816. Conclusion: without a sample, an absolute root cause for this incident could not be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
The customer using the 18ga x 1 1/2 inch bd¿ blunt filter needle found a small, suspicious black dot on the needle.